Manufacturer narrative:
Follow-up report will be filed if more info becomes available.

Event description:
It was reported that the pulmonary artery hub of the swan disconnected during the procedure. The report was submitted by medwatch. More info has been requested.